Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. Manufacturing and quality control data - the valves were manufactured by a qualified employee in may and october 2015. Abnormalities during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav 2.0 valves were inspected as article fx490t. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and signed during the manufacturing process. All parameters have been assessed as ok. Before release the progav 2.0 valves were pre-adjusted to pressure setting 5 cmh2o. Investigation - description incoming product condition - we received two products for a complaints with the serial numbers (B)(4). The valves were sent dry without liquid. At the time of submission for investigation, the valves were set to pressure range 5 cmh2o. Reason of complaint - other: malfunction. Optical inspection - first step of our investigation is the optical inspection. The visual inspection revealed that the valves have no deformations or other abnormalities. Permeability test - to proof the penetrability of the valves we carried out a penetrability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The test results that the progav 2.0 valves are not penetrable. Adjustment test - our adjustment tests are carried out with the standard progav 2.0 check mate and measurement tool. The progav 2.0 valves were adjusted from 0 cmh2o up to 20 cmh2o in steps of 5 cmh2o up and down again in the same way. The test results that it was possible to adjust the valves in all pressure ranges. However, bloody fluid was observed in our adjustment test which was has exited from both valves. Braking force and brake function test - to measure the braking force we have investigated the valves with a braking force apparatus. Here, it is measured how much force must be exerted on the housing, to release the rotor, in order to adjust the valve by the integrated magnet of the braking force apparatus. The investigation of the progav 2.0 valves braking force has resulted that the brake function is full in place and the braking force is inside the accepted tolerance. Computer controlled test - the test is performed with miethke computer controlled testing apparatus. The valves were tested by simulating a liquor flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in vertical position (in acc. To iso 7197). Distilled water has to be used as test liquid. Because the valves were sent dry and are not penetrable, a computer controlled test is not applicable. Therefore, an investigation into the suspected over-drainage couldn't be carried out. Result - first of all we want to point out that we received the valves dry in a plastic bag (without liquid). The investigation of dry valves are not significant because dry deposits of liquor and blood can affect the product performance. In spite of this, we still decided to investigate the valves. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage1 we decided to dismantle the valves. Against the background that the valves are not permeable, we suspect that dry deposits inside the valves may affect the function. Inside the progav 2.0 valves we found apparent and bloody deposits of protein, which might could be a reason for complications described above. Based on our investigation results we could not detect any failure at the time of delivery. Further actions - no further actions are required from our point of view.

Event description:
It was reported that there was an issue with the shunt systems. The patient was initially implanted with a progav valve. It "failed" about one week after implantation. The valve was revised on (B)(6) 2016. About one week later, it "failed" and was replaced on (B)(6) 2016. The patient had experienced symptoms of irritability and an ultrasound showed worsening hydrocephalus. There was a revision surgery to replace the defective devices. Associated medwatches: 3004721439-2020-00081.